Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, leakage of the trocars already six times in different lots. Another device was used to complete the procedure. There were no adverse consequences for the patient.